Event description:
When right angle dissector insert was returned for warranty evaluation, it was observed one of the jaws had broken. It was not known by the customer if the damage occured during use or during reprocessing or other handling.